Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 786.8 mcg/day) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2018 it was reported that attempts to establish communication with the pump prior to the pump refill were unsuccessful except for at a point in the very bottom of the pump. An x-ray confirmed that the pump was flipped. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. No interventions/actions had been taken yet and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative who reported that there had been no actions and interventions taken to resolve the flipped pump. The healthcare provider would be contacting a neurosurgeon about surgically resolving the flipped pump but the healthcare provider did not say when that contact would happen. No further complications were reported or anticipated.